Manufacturer narrative:
Per tandem user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over de¬livery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently filled the infusion set tubing with insulin while attached and 10.2 units of insulin were delivered to the customer. Blood glucose (bg) lowered to 52 mg/dl. Carbohydrates were consumed to address bg. Recommendation was made to consult with their health care provider to discuss diabetes management.